Event description:
This is regarding software used in an emergency communication center by dispatchers to pinpoint correct locations for dispatch of emergency vehicles. A 911 call from an accident scene resulted in dispatch of an ambulance and helicopter to an incorrect location. The street address and city name had been entered correctly into the system which returned two identical addresses that ranked equally. The first address of the two listed was selected because both ranked 99% and both addresses in the geocoder were identical. Upon arrival to that address, an accident scene was not able to be found. It was then that the dispatcher realized the two exact addresses with the same match ranking were physically different locations. Due to erroneous map data that had been supplied from the county and the default sorting configuration of the column, the address that came up first and chosen by the dispatcher, was incorrect. As a result, the response to the scene was delayed. The patient expired at the scene, however, due to the patient's extensive injuries, it was determined the delay did not affect the outcome. A review of this identified there was a difference in intersection/range limits between the two addresses but the actual geographical location of the address was within both the intersection/range limits. The manufacturer of the software has been contacted and extensive discussions occurred regarding the functionality of the software and the integration of map overlays with their software. Since the event described above the ecc has encountered the geocoder providing an additional address with identical street information, identical 99% ranking and identical intersection/range limits but with two physically different locations. This situation did not result in any delays in patient care. Erroneous map data supplied by the county contributed to the geocoder matches.our concerns are:1. Two addresses with different intersection/range limits were ranked equally. 2. The address that was the "best" match, was listed second in both situations described here. 3. Two distinct physical addresses can appear in the geocoder with exact address information, exact intersection/range limits and equal ranking. 4. The "preview" function will show different geographic locations in these situations but is an optional field. 5. Default geocoder configuration of data was not provided to ecc staff. 6. A manufacturer published users guide for the geocoding tool has not been provided to the ecc.since this event, zoll has provided the recommended geocoder configuration. The geocoder has been changed based on the recommendation. A super user of the dispatch application has been using this configuration for over three weeks. With the recommended configuration the best address for both events is ranked as the first match.